Manufacturer narrative:
(B)(4). The device was returned for analysis; however, the analysis has not yet been completed. Information regarding patient age, gender and weight were not available. Additional information will be submitted within 30 days of receipt. This is 1 of 2 MDR reports submitted for this complaint with associated report numbers of 1058196-2015-00205 and 1226348-2015-00080.

Event description:
As reported by a healthcare professional, during coil embolization of a cerebral aneurysm, when the complaint enterprise (enc402300/10524725) was successfully delivered to the target deployment site, the physician attempted to deploy the enterprise 2, but it moved from the target site. The physician decided to withdraw the enterprise 2 from the patient, but while doing so, it was deployed inside the hub of the prowler select plus (606-s255x/17213461). It was reported that there had been no resistance felt between the microcatheter and enterprise 2. There had been no difficulty during introduction of prowler catheter over the guidewire prior to use of the enterprise 2. There had been no difficulty tracking the prowler to the target site, and no excessive manipulation/torquing prior to introduction of the enterprise 2. The prowler had been placed distal to the target site prior to advancement of the enterprise 2 to the target site, followed by withdrawal of the prowler to deploy the stent, but it moved proximally while attempting to deploy the stent. It was reported that the physician was slightly pushing the enterprise 2 while attempting to deploy the stent. The stent had not been recaptured into the microcatheter prior to the event. The microcatheter was withdrawn from the patient, and another vrd and mc of the same size was used to continue the procedure. Although the physician was unsure of why the vrd prematurely deployed, the sales agent suggested that there was a possibility that the introducer might not have been firmly placed into the microcatheter hub when the vrd was being withdrawn. The procedure was completed without further issues, and there were also no patient injury/complications. There was a slight delay in the procedure, but it was not critical. The complaint products were new and stored per labeling instructions. The procedure was conducted in accordance with the instructions for use (IFU) and the constant flush had been maintained at all times. No visible damage was noted on the products prior to the event. The complaint products were returned for analysis. No further information is available.

Manufacturer narrative:
Product analysis was completed on 12/8/2015. Complaint conclusion: as reported by a healthcare professional, during coil embolization of a cerebral aneurysm, when the complaint enterprise (enc402300/10524725) was successfully delivered to the target deployment site, the physician attempted to deploy the enterprise 2, but it moved from the target site. The physician decided to withdraw the enterprise 2 from the patient, but while doing so, it was deployed inside the hub of the prowler select plus (606-s255x/17213461). It was reported that there had been no resistance felt between the microcatheter and enterprise 2. There had been no difficulty during introduction of the catheter over the guidewire prior to use of the enterprise 2. There had been no difficulty tracking the prowler to the target site, and no excessive manipulation/torquing prior to introduction of the enterprise 2. The prowler had been placed distal to the target site prior to advancement of the enterprise 2 to the target site followed by withdrawal of the prowler to deploy the stent, but it moved proximally while attempting to deploy the stent. It was reported that the physician was slightly pushing the enterprise 2 while attempting to deploy the stent. The stent had not been recaptured into the microcatheter prior to the event. The microcatheter was withdrawn from the patient, and another vrd and mc of the same size was used to continue the procedure. Although the physician was unsure of why the vrd got deployed, the sales agent suggested that there was a possibility that the introducer might not have been firmly placed into the microcatheter hub when the vrd was being withdrawn. The procedure was completed without further issues, and there were also no patient injury/complications. There was a slight delay in the procedure was it was not critical. The complaint products were new and stored per labeling instructions. The procedure was conducted in accordance with the instructions for use (IFU) and the constant flush had been maintained at all times. No visible damage was noted on the products prior to the event. No further information is available. A non-sterile prowler select plus 150/5cm microcatheter was received coiled inside of a plastic bag. No damages were noted on the hub, but residues of dry blood were noted on luer of hub. In addition, the involved enterprise device under investigation (B)(4) was observed stuck inside luer hub of the microcatheter. The stent was deployed in the microcatheter. The microcatheter was inspected, and no damages were noted; however, residues of dry blood were found through the microcatheter body. The microcatheter was inspected under microscope; residues of dry blood were found through the microcatheter body. The ID from the microcatheter was measured, and was found within specification. The functional test was performed. An attempt was made to flush the received microcatheter using a lab sample syringe (B)(4), but it was not possible since the water was not came out from the distal end of the device. A guide wire .018¿ lab sample was introduced into the microcatheter, and it was stuck at 116cm from proximal end of hub. The microcatheter was cut at 118cm from the hub and force additional was applied to it and residues of dry blood were expulsed from the section cut. The review of lot 17213461 found two (2) rejected units (1 due to scrunch and 1 due to tight ID) that may be related to the reported complaint, however; these units were discarded, and inspections are in place that prevents these kinds of damages from leaving the manufacturing facility. No issues were noted that were considered potentially related to the reported complaint. The resistance/friction within the microcatheter could not be evaluated due to the condition of residues of dry blood found inside the microcatheter. Although it was reported that a constant flush had been maintained through the microcatheter, the evidence of blood residues within the microcatheter indicates that an adequate flush may not have been provided, and this may have resulted in the resistance. The premature stent deployment in the hub of the microcatheter was confirmed since the stent was received deployed. The device did not present any obvious indication of manufacturing defect or anomaly that could contributed to the event as reported. Neither the product analysis nor the DHR review suggests that the failures could be related to the enterprise manufacturing process; therefore, no corrective action will be taken at this time. This is 1 of 2 MDR reports submitted for this complaint with associated report numbers of 1058196-2015-00205 and 1226348-2015-00080.